Event description:
This case was initially received via regulatory authority (reference number: mw5081483) on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure implant migrated") and fallopian tube perforation ("one is sticking out of fallopian tube") in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (will have to have a bilateral salpingectomy). At the time of the report, the device dislocation and fallopian tube perforation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure implant migrated/ migration / migration of the essure inserts left more than right and likely patency of left tube / implants had migrated down the tubes / severely migrating essure implants') and fallopian tube perforation ('one is sticking out of fallopian tube/ perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin b12 deficiency, vitamin d deficiency, leucopenia, anxiety, depression, high grade squamous intraepithelial lesion, smoker, edema and vaginal bleeding. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), arthritis ("arthritis"), arthralgia ("severe pain in both hips") and insomnia ("sleeping was awful"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, arthritis and insomnia outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, arthritis, device dislocation, fallopian tube perforation, genital haemorrhage, insomnia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2018 as per the current version while it was reported as (B)(6) 2018 in the previous version. An injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. She had her surgery is scheduled on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure implant is not working and is not positioned correctly. Essure implants were noted to have migrated distally on hsg study.; in (B)(6) 2019: migration of the bilateral essure devices left greater than right when compared to CT 10/9/2018. The proximal markers of both proximal markers re located distal to the uterotubal junctions. There is opacification of the left fallopian tube suggesting left fallopian tube patency.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure implant migrated/ migration / migration of the essure inserts left more than right and likely patency of left tube / implants had migrated down the tubes / severely migrating essure implants') and fallopian tube perforation ('one is sticking out of fallopian tube/ perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin b12 deficiency, vitamin d deficiency, leucopenia, anxiety, depression, high grade squamous intraepithelial lesion, smoker, edema and vaginal bleeding. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), arthritis ("arthritis"), arthralgia ("severe pain in both hips") and insomnia ("sleeping was awful"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, arthritis and insomnia outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, arthritis, device dislocation, fallopian tube perforation, genital haemorrhage, insomnia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2018 as per the current version while it was reported as (B)(6) 2018 in the previous version. An injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. She had her surgery is scheduled on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure implant is not working and is not positioned correctly. Essure implants were noted to have migrated distally on hsg study.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Event severe pain in both hips, arthritis and sleeping was awful were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081483) on 04-dec-2018. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure implant migrated/ migration / migration of the essure inserts left more than right and likely patency of left tube / implants had migrated down the tubes / severely migrating essure implants'), fallopian tube perforation ('one is sticking out of fallopian tube/ perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin b12 deficiency, vitamin d deficiency, leucopenia, anxiety, depression, high grade squamous intraepithelial lesion, smoker, edema and vaginal bleeding. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2018 as per the current version while it was reported as (B)(6) 2018 in the previous version. An injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. She had her surgery is scheduled on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure implant is not working and is not positioned correctly. Essure implants were noted to have migrated distally on hsg study.. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received : reporter and patient demographics, medical history, laboratory data were added. Indication of essure updated. Explant date of essure added. New events of bleeding and pain were added. Event of migration' updated to 'essure implant migrated/ migration / migration of the essure inserts left more than right and likely patency of left tube / implants had migrated down the tubes / severely migrating essure implants'. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.